Manufacturer narrative:
B3 revised date of event as it was entered incorrectly on the initial report that was submitted. E1 added initial reporter address line 1, city, state, zip code and zip code extension as they were all omitted from the initial report that was submitted. G1 manufacturer site zip code was reported in error on the initial report that was submitted. This code as added to the manufacturer site postal code field. The manufacture site fax number was added as it was omitted from the initial report that was submitted. G3 date was entered incorrectly on the initial report that was submitted. The date should of reflected (B)(6) 2026. H10 related report numbers were added as they were not reported on the previously submitted reports. This is one of three related reports. This report addresses the purge cassette and other reports were submitted to represent the first and second pumped used.

Manufacturer narrative:
Additional information: the following information was received: the device will not be returned for evaluation.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The tissue plasminogen activator (tpa) was running and getting air in line alarm. The customer stated that they had spiked bag fully. The customer stated that they were going to change the purge cassette. No further information is available regarding the malfunction.

Manufacturer narrative:
Priming problem: the cause of the priming problem could not be determined as no product or logs were returned for evaluation.

Manufacturer narrative:
H6 revised component code as it was entered incorrectly on the initial report that was submitted.